Manufacturer narrative:
Evaluation results: (based on the information available no root cause could be determined). No results available since no evaluation was performed (device or procedural images have not been received for review). (No device received for evaluation) . Evaluation conclusion: (based on the information available no root cause could be determined). Unable to confirm complaint (device or procedural images have not been received for review). (B)(4).

Manufacturer narrative:
Evaluation results: related to operational context (related to use of the device). Evaluation conclusion: operational context caused or contributed to event (related to use of the device).

Event description:
Device evaluation: a number of distal stent segments were exposed and deployed. Visual inspection of the device handle confirmed the red safety clip was present on the returned device. There was no gap evident between the blue slider and the front grip. Visual inspection confirmed that the distal stent markers were further advanced than the distal catheter marker band. Review of the inner member confirmed that no detachment had occurred which could have resulted in the partial stent deployment. It was not possible to load the returned device into a protective hoop with dimensions the same as that used during the manufacture of this batch. Initial mandrel movement failed due to a blockage in the inner lumen.

Event description:
Physician was attempting to treat a lesion in the superficial femoral artery using complete se stenting device. It was reported that while advancing the device to the target lesion, resistance was felt passing through the sheath and the stent flared and accidentally deployed at the distal tip before arriving at the lesion site. The safety clip/lock was still in place when the stent flared. No extra force had been used to pass the stent system through the sheath and/or the patient's arterial anatomy. The stent was not fully deployed, so the whole catheter and stent system was removed safely from the patient in one piece. The device had been inspected and negative prep performed prior to use with no issues noted. The physician then used another medtronic complete se stent to successfully treat the lesion. There was no injury or clinical sequelae to patient.